Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not function as expected. The user switched off the system and after a new start the unit worked without any problems. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.